Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The complaint reported by the customer that the device does not work in general was partially confirmed upon evaluation. It was found that the covers were broken and the top case was damaged. The chamber holder for compressed air reservoir and the guide line were bent. The cpu board and the plug and socket connector were found to be defective. The connector, in addition, was found to be bent. The paint was damaged at the bottom cover of the device. The screws in the sub-d connector and of the top cover were worn. The seal was missing. The over pressures were found to be out of range. The cover, the upper case, the damaged connector, the holder for compressed air reservoir, were replaced and the cpu board repaired to correct the identified failures. A mechanical upgrade was performed on the device and the device was cleaned, repaired and tested for functionality. The damaged and the deformed parts along with the missing seal are most likely a result of user mishandling. However, given the information provided we cannot discern a definitive root cause for the defective cpu board and the out of range over-pressures. The defective and damaged parts could have resulted in the issue reported by the customer. This serialized device (serial : (B)(4)) was manufactured prior to the current manufacturer, therefore a DHR review cannot be performed since the original manufacturer no longer exists and therefore the manufacturer can no longer make any process correction or corrective actions if needed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via mail that the three devices does not work correctly. The tornado shaver handpiece stopped intermittently and there is no protector cap. The fms duo + pump does not work in general. The fms foot pedal board 4-way has broken screws and the foot pedal cannot connect with the device. An user was involved. The issue was found intra-operatively. The surgery was ended with another device with out any delay.